Manufacturer narrative:
On (B)(4) 2010: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, during follow up on (B)(6) 2010, bradycardia was observed after a magnet test. The pt was also suffering from af (atrial fibrillation).